Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(4) of peritonitis in a patient coincident with dianeal unknown therapy for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was "feeling under the weather" and experienced peritonitis, manifested by abdominal pain, cloudy effluent and a raised peritoneal effluent white cell count (wcc). The outcome for the events of "feeling under the weather" and peritonitis were not reported. Hospitalization, remedial treatment and action taken with dianeal were not reported the nurse did not provide an assessment of causality for the reported events. The nurse reported that she was not sure whether the abdominal pain was due to the peritonitis or the pre-existing condition of a hernia.